Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found check clutch reverse message in history. Visual inspection, multiple flow and occlusion testing were performed. Investigation unable to determine and could not repeat customer stated problem. According to the investigation the customer's reported problem could be caused by the customer not priming the pump before use. Service's replaced the pump position pot as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited pump motor drive phase b post and power cord had exposed wires. No reported adverse effects.